Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jul2020.

Event description:
It was reported to philips that the touchscreen had a fault. The device was not being used on a patient at the time of the event. There was no adverse event to the patient or user as a result of this event. A philips authorized service personnel (asp) was dispatched to the customer site. The reported issue was confirmed and the touchscreen was replaced. The asp replaced the touchscreen to resolve the reported symptom. The device successfully passed all required testing. The device remains at the customer site.